Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead was unable to advance through the catheter. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event for failure to advance lead in the catheter was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The lead was able to be inserted to the tip of the catheter. Electrical testing did not find any indication of conductor fractures or internal shorts.